Event description:
It was reported that the patient was implanted 2 weeks prior to report and fell down the stairs on tuesday and landed on her right side where her occipital placement was located. It was noted that the patient was checked right after on tuesday and they found 1 electrode with high impedances. It was noted that the patient was checked on the day of report and electrodes 4, 9,11,12,13, and 147 were all greater than 10 ,000 ohms. It was noted that the patient had an x-ray on tuesday and everything looked fine. It was noted that the reporter reported reading greater 20,000 ohms when impedances were ran again at 1.5 volts on electrodes 4, 9, 11, 12, 13, and 14. It was noted that all other electrodes were fine. It was noted that the patient was receiving good therapy on program d that was just reprogrammed. It was noted that d was at 6.3 volts, 1000 pulse width, 40 hertz, -0,-1,+3,-5,-6. It was noted that nothing was programmed on the second lead. It was noted that the patient had groups a-I and that the manufacturing representative would reprogram all of them. Additional information received reported that the manufacturing representative reprogrammed group d and g. It was noted that those were the programs that the patient used the most and did not use any electrodes that had high impedances. It was noted that the other programs were checked and did not use any electrodes that had high impedances. It was noted that the patient left feeling stimulation where she needed it. It was noted that the patient planned to set up an appointment with her surgeon within the next week.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).